Event description:
It was reported that the cuff of a portex® bivona® custom tts¿ tracheostomy tube was difficult to deflate during the time of the patient's first airway change. During removal, the beside respiratory therapist felt a slight resistance. The respiratory therapist initially thought the resistance was due to the patient's "airway issues". Upon looking at the cuff, it was determined the cuff was still inflate with at least 2ml of water. It was stated that the situation was "controlled" and there was no injury to the patient.

Manufacturer narrative:
One tracheostomy tube was returned for analysis in used condition. Functional tests included inflation and deflation testing. The product was inflated and deflated separately with air per inspection procedure along with a leak test, which is how the part is checked during the manufacturing process, and with sterile water, which is how the customer would have used it. In both cases, there were no observable issues, and the product deflated without incident. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed. The root cause was not able to be determined as the complaint was not confirmed.